Event description:
Inari received a voluntary medwatch report (#mw5146512) which stated "inari thrombectomy device used in svc/brachiocephalic trunk to remove suspected clot burden. Svc [superior vena cava] was dissected and hole into the pericardium. Patient lost pulses, CPR was administered. Patient was intubated. Pericardiocentesis was performed via echo [echocardiogram] which showed the rv [right ventricle] was barely functioning. 250cc's of blood was taken off of the heart".

Manufacturer narrative:
The inari devices were not returned for evaluation and the medwatch report lacked sufficient information to enable follow-up with the user facility to request the suspect device. The case was reviewed by inari's chief medical officer, who supsects that the event was likely the result of wire perforation, however the description of the event lacks adequate detail to determine a causal relationship. Vessel dissection, vessel perforation, and cardiovascular collapse are listed in the device labeling as potential complications / adverse events. Manufacturer reference #: (B)(4).